Manufacturer narrative:
Insulin pump was received with unable to prime due to faulty fsr (tin).

Event description:
It was reported that the insulin pump had a prime anomaly. The customer¿s blood glucose was 150 mg/dl. Customer stated that they were unable to exit the preparing to prime loop. The insulin pump will be returned for analysis.